Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had been going to the bathroom a lot starting the day prior to the report, and when they checked their patient programmer the day of the report, they saw a power on reset (por). Patient mentioned there were no falls or trauma related to the issue and no recent emi exposure. Patient was unsure what led to the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient made an appointment and they were being seen in five days after the report.